Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 fragments of coiled, silver metal wire identified in the presumptive cornu'), embolism arterial ('surgery (other) type of surgery: uterine artery embolization') and pelvic abscess ('absecess') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included sleeplessness, fatigue, low back pain, middle insomnia, uterine bleeding, vaginal odor, vulvovaginitis, vaginosis bacterial, adnexa uteri mass, hyperplasia endometrial, vaginitis, constipation, uterine enlargement, urethral irritation, neck pain, radiculopathy and neck strain. In (B)(6) 2008, the patient was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroids"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pain / pelvic pain/lower pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced embolism arterial (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), nausea ("nausea"), pelvic discomfort ("pelvic discomfort"), micturition urgency ("bladder pressure") and back pain ("back pain"). The patient was treated with medroxyprogesterone acetate (provera), oxycodone hydrochloride; paracetamol (percocet) and surgery (hysterectomy (partial); salpingectomy (bilateral removal of fallopian tubes) and uterine artery embolization). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embolism arterial, pelvic abscess, vaginal haemorrhage, nausea, dysmenorrhoea, uterine leiomyoma and back pain outcome was unknown, the pelvic pain, menorrhagia and pelvic discomfort had resolved and the micturition urgency was resolving. The reporter considered back pain, device breakage, dysmenorrhoea, embolism arterial, menorrhagia, micturition urgency, nausea, pelvic abscess, pelvic discomfort, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: number of coils trailing on r: 4 , number of coils trailing on l:2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine leiomyoma, menorrhagia, uterine artery embolization, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event abscess event was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 fragments of coiled, silver metal wire identified in the presumptive cornu'), embolism arterial ('surgery (other) type of surgery: uterine artery embolization') and pelvic abscess ('absecess') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included sleeplessness, fatigue, low back pain, middle insomnia, uterine bleeding, vaginal odor, vulvovaginitis, vaginosis bacterial, adnexa uteri mass, hyperplasia endometrial, vaginitis, constipation, uterine enlargement, urethral irritation, neck pain, radiculopathy and neck strain. In (B)(6) 2008, the patient was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroids"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pain / pelvic pain/lower pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced embolism arterial (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), nausea ("nausea"), pelvic discomfort ("pelvic disconfort"), micturition urgency ("bladder pressure") and back pain ("back pain"). The patient was treated with medroxyprogesterone acetate (provera), oxycodone hydrochloride; paracetamol (percocet) and surgery (hysterectomy (partial)); salpingectomy (bilateral removal of fallopian tubes) and uterine artery embolization). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embolism arterial, pelvic abscess, vaginal haemorrhage, nausea, dysmenorrhoea, uterine leiomyoma and back pain outcome was unknown, the pelvic pain, menorrhagia and pelvic discomfort had resolved and the micturition urgency was resolving. The reporter considered back pain, device breakage, dysmenorrhoea, embolism arterial, menorrhagia, micturition urgency, nausea, pelvic abscess, pelvic discomfort, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: number of coils trailing on r: 4 , number of coils trailing on l: 2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine leiomyoma, menorrhagia, uterine artery embolization, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("2 fragments of coiled, silver metal wire identified in the presumptive cornu") and embolism arterial ("surgery (other) type of surgery: uterine artery embolization") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included sleeplessness, fatigue, low back pain, middle insomnia, uterine bleeding, vaginal odor, vulvovaginitis, vaginosis bacterial, adnexa uteri mass, hyperplasia endometrial, vaginitis, constipation, uterine enlargement, urethral irritation, neck pain, radiculopathy and neck strain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced embolism arterial (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain/lower pelvic pain"), nausea ("nausea"), pelvic discomfort ("pelvic discomfort"), micturition urgency ("bladder pressure") and back pain ("back pain") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroids"). The patient was treated with medroxyprogesterone acetate (provera), oxycodone hydrochloride; paracetamol (percocet) and surgery (hysterectomy (partial); salpingectomy (bilateral removal of fallopian tubes) and uterine artery embolization). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embolism arterial, vaginal haemorrhage, nausea, dysmenorrhoea, uterine leiomyoma and back pain outcome was unknown, the pelvic pain, menorrhagia and pelvic discomfort had resolved and the micturition urgency was resolving. The reporter considered back pain, device breakage, dysmenorrhoea, embolism arterial, menorrhagia, micturition urgency, nausea, pelvic discomfort, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: number of coils trailing on r: 4, number of coils trailing on l: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine leiomyoma, menorrhagia, uterine artery embolization, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received. Event added: back pain. Event clubbed: pain / pelvic pain/lower pelvic pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("2 fragments of coiled, silver metal wire identified in the presumptive cornu") and embolism arterial ("surgery (other) type of surgery: uterine artery embolization") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included sleeplessness, fatigue, low back pain, middle insomnia, uterine bleeding, vaginal odor, vulvovaginitis, vaginosis bacterial, adnexa uteri mass, hyperplasia endometrial, vaginitis, constipation, uterine enlargement, urethral irritation, neck pain, radiculopathy and neck strain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced embolism arterial (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain/lower pelvic pain"), nausea ("nausea"), pelvic discomfort ("pelvic disconfort"), micturition urgency ("bladder pressure") and back pain ("back pain") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroids"). The patient was treated with medroxyprogesterone acetate (provera), oxycodone hydrochloride; paracetamol (percocet) and surgery (hysterectomy (partial); salpingectomy (bilateral removal of fallopian tubes) and uterine artery embolization). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embolism arterial, vaginal haemorrhage, nausea, dysmenorrhoea, uterine leiomyoma and back pain outcome was unknown, the pelvic pain, menorrhagia and pelvic discomfort had resolved and the micturition urgency was resolving. The reporter considered back pain, device breakage, dysmenorrhoea, embolism arterial, menorrhagia, micturition urgency, nausea, pelvic discomfort, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: number of coils trailing on r: 4 , number of coils trailing on l:2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine leiomyoma, menorrhagia, uterine artery embolization, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("2 fragments of coiled, silver metal wire identified in the presumptive cornu") and embolism arterial ("surgery (other) type of surgery: uterine artery embolization") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included sleeplessness, fatigue, low back pain, middle insomnia, uterine bleeding, vaginal odor, vulvovaginitis, vaginosis bacterial, adnexa uteri mass, hyperplasia endometrial, vaginitis, constipation, uterine enlargement, urethral irritation, neck pain, radiculopathy and neck strain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced embolism arterial (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain/lower pelvic pain"), nausea ("nausea"), pelvic discomfort ("pelvic discomfort"), micturition urgency ("bladder pressure") and back pain ("back pain") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroids"). The patient was treated with medroxyprogesterone acetate (provera), oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy (partial); salpingectomy (bilateral removal of fallopian tubes) and uterine artery embolization). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embolism arterial, vaginal haemorrhage, nausea, dysmenorrhoea, uterine leiomyoma and back pain outcome was unknown, the pelvic pain, menorrhagia and pelvic discomfort had resolved and the micturition urgency was resolving. The reporter considered back pain, device breakage, dysmenorrhoea, embolism arterial, menorrhagia, micturition urgency, nausea, pelvic discomfort, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: number of coils trailing on r: 4 , number of coils trailing on l:2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine leiomyoma, menorrhagia, uterine artery embolization, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received. Event added: back pain. Event clubbed: pain / pelvic pain/lower pelvic pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.